Event description:
It was reported the right ventricular (rv) lead exhibited fluctuating impedances on the high voltage portion of the lead. The superior vena cava (svc) portion of the rv lead was turned off and the rv lead remains in use. The patient will be brought in for additional testing and the physician may eventually extract the lead. No patient complications have been reported as a result of this event. Additional information has been requested but not yet received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID v243 competitor implantable cardioverter defibrillator (ICD) implanted: 2005 (B)(6); product ID 5076-52 implantable pacing lead implanted: 2005 (B)(6). (B)(4).